Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would only do fluoroscopy. Fse inspected the system onsite and confirmed the reported issue. Fse found a problem with wired foot switch during troubleshooting actions. Fse replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would only do fluoroscopy. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed a problem with wired foot switch. The fse replaced the footswitch and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.